Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Please describe the type of fracture and location of the fracture. Was it a compound fracture? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please confirm: when was the necrosis first noted? How was the necrosis treated on day 1 and day 21? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Why does the surgeon feel the skin necrosis is related to the suture? What is the patient's current status? Product code and lot number? Are photos available?

Event description:
It was reported that a patient underwent an open reduction and internal fixation surgery for root fracture on (B)(6) 2026 and suture was used. The skin was sutured layer by layer, and symptomatic treatment was given to prevent infection and stop bleeding. On the first day after surgery, a small amount of skin necrosis was observed at the suture site of the patient's incision. On the 15th day after surgery, the doctor removed all sutures. On the 21st day after surgery, the patient changed dressing and found a small amount of wound skin necrosis. The patient had poor wound healing. The patient's condition was stable, and the doctor informed the patient that there may be poor wound healing, wound necrosis, and related precautions. The patient was discharged and went home for rest. Additional information was requested.